Event description:
An ophthalmologist reported that a patient may have developed a reaction from an operation. Additional information was received that the surgical procedure had to be altered, a postoperative infection developed and the patient required hospitalization. Further information was received which indicated that the operation was an intraocular lens (iol) implant procedure and the iol remains implanted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. Initial reporter: zip code is not indicated at this time. (B)(4).